Event description:
Account alleged the hi/low was drifting down.

Manufacturer narrative:
Technician told account to inspect the drive for any worn or broken parts, and then try cleaning the drive. Repair unknown, hill-rom attempted to contact the account for resolution and was unsuccessful. Pursuant to our response to warning letter 200/8-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.